Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were not reported. The patient was hospitalized on the same day as the onset of the event. At the time of this report, the patient outcome was not reported. Physioneal and extraneal therapies were ongoing. No additional information is available.